Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an 11.5 mm icm115v4,-13.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2012. On (B)(6) 2018 the lens was removed and exchanged for a longer length lens due to observation of low vault. This exchange resolved the problem.